Event description:
It was reported that an unspecified cartridge alarm was noted, then a malfunction alarm occurred and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level. The customer stated that the pump had been brought into an x-ray and a body scanner.

Manufacturer narrative:
The t:slim pump user guide states that the t:slim pump should be taken off and removed from the procedure room during an x-ray or other exposure to radiation. The device is expected to be returned; however, the device has not yet been received for eval. Should additional info be received a supplemental form will be completed.